Event description:
The customer reported that the v60 display screen was dim/black. The customer reported the unit was not in clinical use at the time of the reported issue. No patient or user harm was reported. The remote service engineer (rse) advised the customer replacement of the entire user interface (ui) assembly with a 2nd generation ui and provided the part numbers for this action as well as the original generation 1 ui assembly to work with a 2nd generation lcd.

Manufacturer narrative:
H10: the remote service engineer (rse) advised the customer replacement of the entire user interface (ui) assembly with a 2nd generation ui and provided the part numbers for this action as well as the original generation 1 ui assembly to work with a 2nd generation liquid crystal display (lcd). Replacement part for resolution has been identified, however, the part is on backorder.